Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that during prep, the stent dislodged in the mandrel. The device was not used on the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4): results: product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the shaft, the balloon, the stent implant and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant had dislodged from the balloon and was returned. There was a bend in the stent implant between the fourth and fifth row of distal struts. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The stylet and protective sheath were returned with no damage noted. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance analysis of the returned product was consistent with the preparation of the product. Analysis noted the stent was dislodged from the balloon, confirming the reported dislodgement. There was a bend on the stent between the fourth and fifth rows of distal struts. The balloon was tightly folded with crimp marks visible between the markers, suggesting the stent was properly positioned at the time of manufacture. Potential causes for this type of event, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters and the inner diameter of the protective sheath were measured and met manufacturing criteria. The stent damage is consistent with the handling and packaging for return to abbot vascular. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, the stent dislodged. There is no indication of a product quality deficiency; however, a conclusive cause for the reported stent dislodgement cannot be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. All lot release testing met specifications. This MDR is considered closed by the product performance group.